Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red irritation area underneath the front therapy electrode pad. The rash was described as some bumps but no broken skin. Patient was recommended hydrocortisone by a physician. Outcome of the irritation is unknown.